Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the customer was sealing and severing the tissue when the issue occurred. The issue did not occur after a system fault. The jaws could no longer be opened when commanded by the user. The jaws were stuck on tissue, but they were able to open the jaws by using the grip release slider. There was no adverse effect to the grasped tissue. There was no medical intervention, no unexpected tissue removal and no bleeding. Photographic images of the device(s) or a video recording of the procedure available cannot be released.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the vessel sealer extend instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the jaws of the vessel sealer extend (vse) instrument could no longer be opened. The customer pressed the emergency stop. Then the instrument worked as intended for a short period and then the jaws of the instrument were not completely opening. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found error 25913 pointing to instrument related issue (high initial impedance). No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported.